Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump was spraying out during priming and he received a compromised force sensor system alarm. Customer's blood glucose was 220 mg/dl. The insulin pump was reportedly neither bumped nor dropped prior to the alarm occurring. While troubleshooting, it was reported that the drive support cap was protruding. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test due to protruded loose drive support disk. No a33 alarm. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, battery belt clip slot, cracked reservoir tube lip and missing end cap sticker.